Event description:
Boston scientific received information that patient heard 16 beeps every 6 hours coming from the device. Raw data from the device memory indicated there was a saturated shock lead impedance measurement on the proximal coil to can vector. Additional investigation was recommended by boston scientific technical services (ts). The patient was brought in and manipulation testing did not produce noise. The physician decided to reprogram the shock vector to distal coil to can. The system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.